Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was able to make request for morphine sulfate. The technical support specialist (tss) verified two medication and identified that the lorazepam was not available in the cabinet, so the user failed to issue out, but for the morphine sulfate the user was able to make the request. Tss spoke with the nurse to try a rx verify request and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user stated that staff were not able to make rxverify requests. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.